Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the cartridge was leaking from the cartridge tubing. Customer changed the cartridge to resolve the issues. Customer¿s blood glucose was approximately 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.